Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to an infection at the site. There is no further information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable as device information was provided and sterile certifications were reviewed and found to be conforming with no applicable deviations. The implant is not considered the source or contributing to the reported infection. The initial report was forwarded in error and should be voided. Sections updated: b4, b5, g3, g6, h2, and h11.

Event description:
Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable as device information was provided and sterile certifications were reviewed and found to be conforming with no applicable deviations. The implant is not considered the source or contributing to the reported infection. The initial report was forwarded in error and should be voided.